Event description:
It was reported by service report that the fowler was not functioning. The customer could not determine if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Gas spring trip.